Manufacturer narrative:
Investigation: visual inspection: no significant damage of the valve, but deposits in the inlet spout were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the valve is not permeable, a computer controlled test is not possible. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Protein deposits in the inlet spout are visible. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the non- adjustability. Due to the non-permeability of the valve, a computer controlled test was not possible to further investigate the clinical claim of under-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid / blockage, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a m. Blue (fx801t) was implanted during a procedure performed in (B)(6) 2020. According to the complainant, the valve was believed to be operated in under-drainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: 160 cm. Weight: (B)(6) kg. Gender: female.